Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent protector was returned with the device and the inner diameter of stent protector was measured. The stent was received dislodged from the sds. There were several stent struts that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02274. It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ stent was selected for use to treat the lesion. However, during unpacking, the stent was noted not crimped on the delivery system but withdrawn on the product mandrel. The stent was exchanged with a 2.75 x 28 synergy¿ stent. However, the same problem occurred. Thus, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-02274. It was reported that stent dislodgement occurred. A 2.50 x 20 synergy stent was selected for use to treat the lesion. However, during unpacking, the stent was noted not crimped on the delivery system but withdrawn on the product mandrel. The stent was exchanged with a 2.75 x 28 synergy stent. However, the same problem occurred. Thus, the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.